Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution. Vns labeling lists infection as a potential adverse event , related to surgery.

Event description:
Reporter indicated the patient developed an infection and the generator was subsequently explanted. Good faith attempts to obtain add'l info have been unsuccessful to date.